Event description:
It was reported that contamination occurred. A flexima apdl was selected for use in a bile duct. Upon opening the outer box, the packaging of the device was damaged and leaking gas, which was not completely sealed. It was suspected that there were bacteria. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that contamination occurred. A flexima apdl was selected for use in a bile duct. Upon opening the outer box, the packaging of the device was damaged and leaking gas, which was not completely sealed. It was suspected that there were bacteria. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device eval by manufacturer: the drainage catheter system kit was returned for the analysis. It was possible to observe that the flexible cannula and the suture were bent. No damages were observed in the other sections returned. The complaint was not confirmed for an unsealed packaging issue because the packaging was not returned for analysis.